Event description:
The customer states that they observed smoke emitting from the computer monitor connected to the cell-dyn 1700 analyzer. There was no impact to patient test results for this issue. There was no fire or injuries reported due to this issue. The monitor would not turn on when the power was on. An external monitor was attached to resolve the issue.

Manufacturer narrative:
No device evaluation performed for the monitor, customer declined service. Cell-dyn 1700 analyzer inspected; inconclusive, the monitor involved in the complaint was not available for evaluation. In response to this issue an investigation was conducted which included a review of the complaint text, a review of labeling and a review of the complaint trending systems. No device evaluation performed for the monitor, as customer declined; however, the cell-dyn 1700 analyzer was inspected. The customer declined to replace the original monitor due to cost-related issues; however, a field service technician (fsr) inspected the cell-dyn 1700. Upon confirming, the monitor was damaged, the fsr separated the monitor power cable and signal cable and attached an external monitor. Additionally, the cell-dyn performance was verified and the fsr confirmed the cell-dyn was operating properly. The cell-dyn 1700 system operator's manual, troubleshooting and diagnostics, pages 10-9 through 10-10, provides basic troubleshooting information for problem identification, isolation, and corrective action. Typically, hardware and computer related issues are addressed by assistance of an authorized abbott service representative. Corrective action involves taking appropriate action to correct the problem. A review was performed in the complaint trending systems for the reported issue from late 2008 through 2009. The review identified not other complaints related to this issue. Based on the investigation, no product deficiency was identified for the cell-dyn 1700. No conclusion could be drawn on the cause of the monitor issue as the monitor involved in the complaint was not available for evaluation. This is the final report.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.